Event description:
Pacemaker lead fracture in patient with complete heart block. Changed from epicardial to endocardial system at this time. Epicardial leads capped and abandoned. Patient with ventricular septal defect (vsd) status post-surgical repair at 5 months of age with surgical complete heart block requiring a pacemaker. Over the 2 days prior to admission, patient was complaining of headache, nonspecific abdominal pain, and fatigue. On the morning of admission, she complained of worsening fatigue and the sensation that she was going to pass out. She was taken to local emergency department, where her heart rate was noted to be in the 20s with a bp of 70/50. She was started on epinephrine through a peripheral IV and transcutaneously paced at 100 bpm with poor capture. Patient was also intubated due to hemodynamic instability. Medtronic interrogation of the pacemaker revealed malfunction of both ventricular leads with impedances measuring >9000 ohms.